Event description:
It was reported the insulin pump alarmed button error and customer was unable to clear the alarm. Customer's blood glucose was 180 or 190 mg/dl. Customer's spouse reported he did not recall any significant event that may have caused the device to alarm. Customer's spouse was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
All buttons function properly, however corroded keypad traces noted during visual inspection. No unexpected button error alarms noted. The insulin pump was received with minor scratches on liquid crystal display window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.